Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal toric intraocular lens (iol) was explanted from the patient¿s right eye due to a mechanical complication of the lens. The replacement iol was a diu150 model lens, +19.0 diopter. No incision enlargement or sutures were required. Preoperative uncorrected best-corrected visual acuity was 20/60 +2, and postoperative visual acuity was 20/25-1. No significant interference with daily activities or patient injury was noted. The patient¿s visual acuity after iol exchange was reported to be slightly improved. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 3, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic and paper residue. The lens halves were cleaned revealing scratches on one lens half. The physical characteristics of the received lens was confirmed to match that of a diu300 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.